Event description:
It was reported by service report that there was intermittent power to the bed and there were exposed sharp edges on the footboard lid hinge. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: loose power prongs on power cord.